Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous unspecified vessel. A 5.0x20mm sterling balloon was advanced to the lesion and upon the first inflation at 10atms the balloon ruptured. The balloon was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as "good". Additional information was requested but is not available.